Event description:
It was reported that during a glenoid labrum repair surgery, the second anchor was broken, the broken pieces were removed from the patient. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
One 2.3mm osteoraptor anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported anchor breakage. The anchor is broken at its proximal end where it interfaces with the inserter. The anchor is also bent. The condition of the anchor indicates it was subjected to excessive force during insertion.